Manufacturer narrative:
The lot history record review was not possible as the lot number was not reported.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of an aneurysm located in the cavernous segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.50mm x 30mm) could not be released from the capture coil as it was in the m1 segment. The pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. A second pipeline (unspecified size) was then implanted in the patient and required balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon to open. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00780.